Event description:
The patient was undergoing a thrombectomy procedure in the left arteriovenous fistula (avf) venous segment using an indigo system aspiration catheter 7 d (cat7 d) and a non-penumbra sheath. During the procedure, while advancing the cat7 d through the sheath, the physician was experiencing resistance and was unable to advance the cat7 d. Subsequently, the physician kinked the cat7 d at the transition zone and decided to remove it. However, while removing the cat7 d out from the sheath, the physician experienced resistance again and broke the cat7 d into two separate pieces approximately 10 to 15 centimeters from the distal end. It was reported that there was enough of the broken piece of the cat7 d out of from the sheath to hold onto to remove it. Therefore, the cat7 d was not used for the remainder of the procedure. The procedure was completed using a new cat7 d and a new non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional 510(k)# that also apply to this complaint: k210083. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.